Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the stylet unraveled was confirmed and the cause was determined to be use related. One stylet wire was returned for investigation. The implicated powerpicc was not returned for investigation. The stylet had been removed from the t-lock extension set and the extension set was not returned for investigation. The red hang tag was attached to the wire. The coil wire was stretched over the core wire. The coil wire extended 75.8cm from the distal end of the black tab. The distal tip of both the core wire and the coil wire were microscopically examined. The weld tip was not present and the cross sections were noted to be flat with striations across a portion of the surface. The striated surface exhibited increased luster compared to the remainder of the cross section. These characteristics indicate that the stylet was severed. This type of damage typically occurs when the catheter is trimmed to length without sufficiently retracting the stylet. The IFU cautions, ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ a lot history review (lhr) of rebv1964 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the placement procedure when removing the stylet from the catheter, the operator found that the coil of the stylet became unwound and extended at the part between 10 cm and 15 cm from the distal end of the stylet. Allegedly when removing the stylet temporarily at the time of adjusting the length of the catheter, the stylet had not been extended. Reportedly the stylet was removed with the catheter not being clamped. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv1964 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that during the placement procedure when removing the stylet from the catheter, the operator found that the coil of the stylet became unwound and extended at the part between 10 cm and 15 cm from the distal end of the stylet. Allegedly when removing the stylet temporarily at the time of adjusting the length of the catheter, the stylet had not been extended. Reportedly the stylet was removed with the catheter not being clamped. No patient harm reported.